Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being invested under CAPA (B)(4).

Event description:
Customer reported a failure of depleted battery. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.